Manufacturer narrative:
H4: the lot was manufactured april 1, 2022 - april 2, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed an apparent tear/cut located at the edge area of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Initial reporter facility name:(B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from edge of the bag. This issue was identified before use. There was no patient involvement. No additional information is available.